Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, 7mm extended length endoscope was broken. Broken fibers. Noticed when unscrewing the dissection tip after the case. No patient effects or delays reported.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4,,g-3, g-6, h-2,h-11,h-12. Corrected section unique identifier (UDI) # d-4 : from " (B)(4)" to " (B)(4)," the serial number does not provide a manufacture date in sap. We are not able to validate the date.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10 a lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
N/a.